Event description:
It was reported that the asymptomatic patient presented for a device changeout due to normal eri. Externalized conductors were observed. No electrical anomalies were detected. The lead was explanted and replaced. The patient's condition was good after the event.

Manufacturer narrative:
Externalized conductors due to internal insulation abrasion were noted at 8.2-11.0cm from the distal tip. Internal insulation abrasions were noted at 7.2-8.0cm, 10.7-11.8cm, 12.9-13.6cm, and 14.2-14.6cm from the distal tip. Internal insulation abrasion was noted at 6.2-7.2cm from the original proximal end of the svc shock coil. The etfe coating was intact at these locations.